Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver case was opened for an internal visual inspection, and passed. The battery of the receiver was removed and replaced with a known good battery and then it was turned on. The receiver did passed the boot and charge test with new battery. The data log was reviewed and no issues related to complaint were observed. The functional test could not be performed since the receiver was opened. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a bad receiver battery.